Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent and "fussiness". The cause of the event was unknown. On the same day as the event onset, the patient was seen in the emergency room prior to hospitalization on the same day. The patient was treated with intraperitoneal cefepime (625 mg daily) and intraperitoneal gentamycin (20 mg daily) for three weeks for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and is recovering. No additional information is available.